Manufacturer narrative:
Additional information: please reference related manufacturer report no: 2015691-2015-00133.

Event description:
Post deployment of a 26mm sapien xt during a transfemoral tavr procedure, the valve embolized into the lvot. The procedure was converted to open surgery and the valve was explanted. A surgical carpentier-edwards (ce) valve was implanted. Post deployment of the xt valve, a transesophageal echocardiogram (tee) indicated the valve was optimally positioned 60:40 aortic/ventricular (a/v), with mild-moderate paravalvular leak (pvl). Post dilation was performed, however the degree of pvl could not be determined due to the safari guidewire pinning a valve leaflet open. The guidewire was pulled out of the ventricle, into the ascending aorta and tee was repeated. Mild-moderate pvl remained. It was decided to do a second post dilation, however, the pre-curved guidewire was unable to cross the valve. It was then decided to remove the wire and delivery system (ds), reprep the ds, and cross the sapien valve with the usual technique. The guidewire was reinserted and placed into the ventricle. The re-prepped ds was advanced across the valve and a second post dilation was performed with an additional 2cc of volume. Tee indicated the pvl appeared to be severe and the position of the valve had changed. Aortic angiogram revealed the valve was approximately 80% in the ventricle. After some discussion, a second valve was prepared for deployment within the first valve. As the second valve and ds were advanced down the ascending aorta to the first valve, it was noted that the first valve had migrated completely into the lvot. The procedure was converted to open surgery. The sapien xt valve was explanted and a ce valve was implanted. Following removal of the expandable sheath (esheath), delivery system and second valve, a tear in the femoral artery was noted. The tear was surgically repaired. Following the procedure, the patient was transferred in stable condition. It was perceived that a combination of procedural factors (the stiffer safari guidewire designed to hug the outer curvature of the aorta and the multiple passes with the ds during post dilation), contributed to the valve dislodgement. The patient¿s annulus measured 23mm by tee and 23.6mm x 27.3mm by CT (valve area of 486mm2). No annular calcification, moderate native leaflet calcification and no aortic root calcification was reported.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, patient factors (no annular calcification) in addition to procedural factors (guidewire and ds manipulations), likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.